Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that while performing a biopsy on a sessile polyp during a colonoscopy using non-covidien forceps and reusable cable, a bang sound was hard coming from inside the patient. After the sound was heard, it was noticed that the patient had three perforations in the colon. The patient was transferred to another facility for an emergency right hemicolectomy. The patient then went into septic shock and was transferred to a third facility for additional care. The patient is reported as being in stable condition.